Manufacturer narrative:
(B)(4).

Event description:
It was reported from the emergency room that there was an over infusion of cardizem/diltiazem infusion. Out of 100ml, approx. 35 ml was left in bag after 5 mins of infusion. The diltiazem (100mg in 100ml bag) infusion was started at 18:45 at a rate of 5ml/hr. The clinician used guardrail drugs, selected diltiazem 100mg/100ml, programmed 100ml in vtbi (volume to be infused) and started at the preprogrammed rate of 5ml/hr. The over infusion was discovered at 18:50, when there was approximately 35 ml left in the bag and tubing. The pump showed a rate of 5ml/hr but was dripping much faster. The clinician paused the channel pump but medication continued to run in to the patient, so the clinician kinked and clamped the line. The tubing set was discarded, and devices retained for investigation. The pump was taken out of service and tested for rate accuracy, and the pump passed all 3 rate tests. The customer is sending the device to trimedx for further testing and if trimedx cannot confirm a diagnosis, the pump will be returned to bd for investigation. The patient received 1l of normal saline bolus to maintain adequate blood pressure, and vitals remained stable while monitored for 30 minutes after the event. The patient's transfer to another facility was already in process and completed as planned. The patient's heart rate decreased to the 70's and systolic blood pressure maintained greater than 80 prior to the transfer. There was a patient harm.

Manufacturer narrative:
Per failure investigation result, suspect device was found to be serial number (B)(4). A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported from the emergency room that there was an over infusion of cardizem/diltiazem infusion. Out of 100ml, approx. 35 ml was left in bag after 5 mins of infusion. The diltiazem (100mg in 100ml bag) infusion was started at 18:45 at a rate of 5ml/hr. The clinician used guardrail drugs, selected diltiazem 100mg/100ml, programmed 100ml in vtbi (volume to be infused) and started at the preprogrammed rate of 5ml/hr. The over infusion was discovered at 18:50, when there was approximately 35 ml left in the bag and tubing. The pump showed a rate of 5ml/hr but was dripping much faster. The clinician paused the channel pump but medication continued to run in to the patient, so the clinician kinked and clamped the line. The tubing set was discarded, and devices retained for investigation. The pump was taken out of service and tested for rate accuracy, and the pump passed all 3 rate tests. The customer is sending the device to trimedx for further testing and if trimedx cannot confirm a diagnosis, the pump will be returned to bd for investigation. The patient received 1l of normal saline bolus to maintain adequate blood pressure, and vitals remained stable while monitored for 30 minutes after the event. The patient's transfer to another facility was already in process and completed as planned. The patient's heart rate decreased to the 70's and systolic blood pressure maintained greater than 80 prior to the transfer. There was a patient harm.

Manufacturer narrative:
The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The product has been received and the evaluation is pending.

Event description:
It was reported from the emergency room that there was an over infusion of cardizem/diltiazem infusion. Out of 100ml, approx. 35 ml was left in bag after 5 mins of infusion. The diltiazem (100mg in 100ml bag) infusion was started at 18:45 at a rate of 5ml/hr. The clinician used guardrail drugs, selected diltiazem 100mg/100ml, programmed 100ml in vtbi (volume to be infused) and started at the preprogrammed rate of 5ml/hr. The over infusion was discovered at 18:50, when there was approximately 35 ml left in the bag and tubing. The pump showed a rate of 5ml/hr but was dripping much faster. The clinician paused the channel pump but medication continued to run in to the patient, so the clinician kinked and clamped the line. The tubing set was discarded, and devices retained for investigation. The pump was taken out of service and tested for rate accuracy, and the pump passed all 3 rate tests. The customer is sending the device to trimedx for further testing and if trimedx cannot confirm a diagnosis, the pump will be returned to bd for investigation. The patient received 1l of normal saline bolus to maintain adequate blood pressure, and vitals remained stable while monitored for 30 minutes after the event. The patient's transfer to another facility was already in process and completed as planned. The patient's heart rate decreased to the 70's and systolic blood pressure maintained greater than 80 prior to the transfer. There was a patient harm.